Event description:
It was reported that they got an image capture error and the exposure was aborted causing the patient to be re-exposed. It was determined that the vta didn't respond in time to a rotation command. They rebooted the system, which resolved the issue.